Event description:
Customer reported that he had issued with sensor insertion. Customer stated that when he was removing his sensor the needle cannula broke in his body. Customer stated that it was hard to remove it and that was when the fracture occurred. Customer stated that he removed it with a tweezers. Advised to attempt to remove the remaining of the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.